Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump's buttons function properly. Found moisture damage on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked insulin pump belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump's keypad were not working properly. Blood glucose level at the time of the call was not provided. No further information was provided.